Event description:
It was reported that there was a primary audible bgnd test alarm. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the plunger seal removed and the top, bottom, and right cases cracked. A review of the event history log identified primary audible alarm background test in the history. Functional testing was performed using the occlusion test. The reported problem was unable to be duplicated. The root cause of the issue could not be determined. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This MDR was generated under protocol (B)(4).